Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Functional testing and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log could not be reviewed due to the f94 alarm blocking the log. The f-94 alarm was identified during functional testing. The cause of the condition was determined to be a damaged battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f94 (configuration option settings checksum is not 0) alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.